Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient had tecnis toric intraocular lens (model zct150 +18.0 diopter) implanted in his right eye on (B)(6) 2017. Reportedly the patient is experiencing very bad glare and starbursts at night, making it almost impossible to drive. This started right after surgery. Reportedly, the patient sometimes gets a film over his eye. No additional information provided.

Manufacturer narrative:
Additional information: patient visited another doctor and a capsulotomy was done but this did not change anything to his situation and he is unable to drive at night. As a result the following fields have been updated: patient code: 3191 - capsulotomy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.